Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name: (B)(4), active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: 2360 g/m. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify what is the specific issue with the device during this procedure? Did the needle broke into separate pieces or the entire needle was separated from the suture? Were x-rays taken to locate the needle piece(s)? Size of the needle piece retained: what measures were taken to retrieve the broken piece? If retained, what is the surgeon's opinion of consequences to the patient? Are there future plans to remove the needle? Was there any additional tissue damage as a result of searching for the needle piece? What is current condition of the patient? Where is the needle retained; in what structure? What was the name and date of the procedure? Could you please provide more details about the "poor tensile strength" being reported? Did the suture broke during use? If yes, please specify how many sutures broke during this single procedure. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified.

Event description:
It was reported that a patient underwent a laparoscopic appendectomy on an unknown date and suture was used. During the procedure, the suture needle broke off and retained in the subcuticular on skin closure. The consultant surgeon retrieved needle which has been retained for inspection. Tip of needle retained. Additional information was requested. No patient impact or delay to surgery.